Manufacturer narrative:
During evaluation of the device, no damage to the cannula was observed. The pod generated an alarm during operation, which occurs when the user inputs too many commands in a short amount of time. The hazard alarm resulted in immediate deactivation of the device, and the user would have been required to replace the pod or result to using back-up therapy.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guide:model: ust400,14421-aw rev h / 2016,checking your blood glucose 7 / page 96.warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose level reached 436 mg/dl and cannula was kinked. The pod worn between 4 and 24 hours.